Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) triggered end of life (eol) with a monitoring voltage of 2.67 volts and charge time measurements of 36.6 seconds. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.

Event description:
Additional information indicated that a change out procedure has been scheduled for the near future.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated that this device was explanted due to normal battery depletion.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.

Manufacturer narrative:
This device is currently undergoing analysis. Upon completion of analysis, this report will be updated.